Event description:
Covidien received a customer report that the cuff of the device would not hold air. The customer reported this was discovered during pt resulting in decannulation / recannulation of a replacement tube. The customer did not provide any further details and confirmed that pt is doing well.

Manufacturer narrative:
(B)(4). The sample is currently in transit to the mfg site for analysis.